Event description:
A site representative reported intermittent tracking occurring while in set-up for an ent procedure. In trouble-shooting all instruments were plugged in and showed red status on the patient tracker and probe. After re-plugging into different ports, and adjusting wires, green status was acquired. Confirmed the emitter was placed within 6 inches of patient tracker and there was no known metal in the field. The patient was successfully registered with tracer registration. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not provided by site. Mobile field generator returned to manufacturer (B)(4) 2013. Axiem integrated 4 port returned to manufacturer (B)(4) 2013. RMA issued. Replacement mobile field generator shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds that when the field generator was connected to a test system with the ent application, verified a registration probe at .6mm. Verification, tracking, and accuracy with the emitter looks normal. Able to navigate the entire phantom head model. The emitter functions correctly with the ent application. When the field generator is connected to a test system with the cranial application it shows red status and shows error "axiem system not communicating". The field generator will not navigate in the cranial application. The reported issue was replicated. Electrical failure, system fault code, directly caused the reported event. Replacement axiem integrated 4 port shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds the axiem unit is showing intermittent red status with error "axiem box communication error". The unit will not navigate properly after it has been in navigation mode for 15 to 30 minutes. Electrical failure, incorrect function, directly caused the reported event. Medtronic representative following-up at the site, reported trouble-shooting with the site biomed representative. Confirmed that after replacing the mobile field generator and the axiem box the system was functioning normally. Issue resolved.